Manufacturer narrative:
Zoll med corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to attach a multi-function cable due to a damaged connector. Complainant indicated that there was no patient involvement in the reported malfunction.